Manufacturer narrative:
The device was returned for analysis. The reported marker lumen blockage was not confirmed. Difficulty to insert and entrapment of the device could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in an extremely calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The device was successfully flushed with saline during prep. Reportedly, upon advancing the device¿s sheath in the deep groin, strong resistance was felt and device could not be advanced any further. It was confirmed the device never got to the point where there was bleed back from the marker port due to calcification. The device was then attempted to be removed but resistance was felt. Despite twisting and turning the device and trying to stretch the tissue track with forceps at incision point, a cut down had to be performed to remove the device. Once the device was removed, it was determined by the surgeon that the right common femoral artery was extremely calcified with a small vessel. The tavi procedure was aborted and rescheduled. Hemostasis was achieved via cut down with a patch. There was reported clinically significant delay in the procedure or therapy. No additional information was provided.